Event description:
It was reported that patient underwent total knee arthroplasty in (B)(6) 2005. Subsequently, patient was revised in 2011 due to fracture of a screw between the femoral stem and femoral component.

Manufacturer narrative:
Evaluation of the returned component found evidence of fatigue fracture. Although it cannot be confirmed, improper taper engagement may have contributed to the reported event. (B)(4).

Manufacturer narrative:
(B)(4). The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report submitted (B)(4), 2011.